Manufacturer narrative:
Concomitant medical products: dtba1d1, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that there was one oversensed ventricular beat and one possible loss of ventricular capture noted on the stored electrogram. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.